Event description:
Pressure sensor valve popped apart under pressure making a loud noise and causing leakage and low source gas alarm

Manufacturer narrative:
**UDI related data quality updates only** several updates have been made to this report. The full UDI has been entered, along with the 5 10(k). The information entered in this report and that of the gudid that did not match are the brand name and the manufacturer name. The reasoning behind this difference is that we were considered allied healthcare products inc. When the suspect medical devices were manufactured as well as when the malfunction occurred. The medwatch was submitted after we became allied medical llc. The reason behind this is allied healthcare products inc. Declared bankruptcy and its assets were sold on july 13, 2023, which was when allied medical llc was created. Please let me know if you have any questions.

Event description:
Pressure sensor valve popped apart under pressure making aloud noise and causing a leakage and low source gas alarm.